Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had rising pacing impedance that became stable. A few months later there was an alert for high pacing impedance. Reprogramming occurred and the lead remains in use. No patient complications have been reported as a result of this event.